Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, the customer had high blood glucose. Customer noticed insulin had leaked in the cartridge compartment. No adverse event reported. A request was made for the return of the device.